Event description:
It was reported that the implantable pulse generator (ipg) had a full electrical reset. The reset was cleared and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.